Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue. The noted failure may result in the unit shutting down during normal ventilation operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Manufacturer narrative:
Supplemental report

Event description:
During service of the ventilator, the manufacturers field service engineer (fse) reported the ventilator would not power on and the mains power led indicator would not illuminate. The customer did not report the finding during previous usage and there was no report of patient involvement or harm. The fse verified there was ac power to the power supply. The fse replaced the power supply to correct the finding. Applicable final testing was completed per operating specifications.